Event description:
Breast implants put in 1985. Told they were safe lifetime device. Had progressive health issues including edema, hbp, gerd, hiatal hernia required surgery, frozen shoulder required surgery, hyperplasia required surgery, chronic fatigue, osteoarthritis, positive anal raynauds, weight gain. During mammogram in 2013 to monitor lump both ruptured. Health rapidly declined with crippling joint pain and extreme exhaustion more weight gain. Problems with hair, skin, and nails, back pain, gut issues, temperature intolerance, brain fog.